Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data in the black box for the date of the event due to continued use of the pump. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. There were no related alarms in the history; only typical usage was observed. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the time and date was found to reset to factory settings; the pump was opened and the internal battery was found to be leaking. The display screen was found to be dim/discolored. A test screen was inserted and functioned appropriately.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that he was experiencing low blood glucose (bg) daily for the past 9 days, as low as 60mg/dl with dizziness, blurred vision, perspiration, and shakiness. The patient stated when he becomes symptomatic he eats and drinks as much as he can to prevent low bg. The patient stated he has adjusted basal rates and pump settings on his own due to lows, and continues to experienced low bg. The patient also noted occasionally using a 0.00 unit basal rate to prevent lows. The patient stated that after consuming food and drink for low bg, his bg rises to 158mg/dl. During the call the patient stated he was perspiring and thought he was having a low bg, and then stated his bg was 145mg/dl and did not know why he was perspiring. The patient stated that he does his own boluses and is not bolusing much. Troubleshooting did not find a reason for the low bgs. The patient was advised to contact his healthcare provider. This complaint is being reported due to the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.